Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. A "little force" was reportedly applied to remove the device. The clip from the starclose se device achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: the device was returned fully clip deployed. The thumb advancer was locked in step #3. The pusher fingers at the distal end of the tubeset were twisted. When the device was opened to examine the internal components the safety release rod was found pushed inward out of its retaining tabs. The vessel locator wings were broken at the distal retaining ring but still attached to the device at the proximal retaining ring and pusher body bond. All of the vessel locator components were returned. The safety release rod being found pushed inwards out of its retaining tabs rather than sliding the button distally. This indicates the button had been pushed down displacing it into the handle after clip deployment. Please note that the safety release is only operative prior to clip deployment and is not functional after clip deployment until the dilator access ports have been utilized. During testing the locking detents of the slider/thumb advancer block were released using a proxy dilator. The unlocked thumb advancer was then retracted. The thumb advancer retraction was limited by the dried blood in the device components. Based on the test results the cause for the failed attempt during deployment could not be determined. The twisted pusher fingers indicate that the device was twisted at some point during deployment, possibly during the difficult removal. The bent and broken vessel locator wings and displaced safety release components are consistent with a difficult to remove device. Therefore the reported experience is confirmed. The most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending the breakage of the locator wings and subsequently contributing to difficult device removal. No mfg or quality inspection issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.